Event description:
The pt called lifescan and alleged that their meter was reading inaccurately erratic. The pt reported three results of 343, 104, and 112 mg/dl. The tests were performed within 10 minutes of each other. The pt also reported that they had contacted emergency services and were treated with an IV. The test strips were in good condition, the codes matched, and the techniques for applying the blood to the test strip and for cleaning the puncture site were correct. The pt performed two control solution tests, which failed. A replacement meter and testing supplies are being sent.